Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include device history record review results.

Event description:
The device history records for both the lead and generator were reviewed and revealed that the devices met all specifications for sterility prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient's lead and generator were explanted one month after initial implant surgery due to an infection at the patient's generator site. No additional relevant information has been received to date.